Manufacturer narrative:
Eval results: - eval of the returned unit did not confirm the reported issue. The battery door is cracked and as a result it does not properly close when batteries are installed. One of the customer's batteries has battery leakage residue on it and a battery contact is corroded due to battery leakage. Unit powers up intermittently when using new batteries and customer's batteries. Powers up w/o intermittency when using an external power supply and passes all functional tests. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. (B)(4).

Event description:
Customer reported unit does not power on. They have replaced batteries with new supply. No other physical damage was reported. No pt incident or injury was reported. The customer did not provide a date when this was discovered.